Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: patient's concern with the product, this device is a resterilizable sizer and not meant to be implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported patient's concern with the product. Additionally, this device is a resterilizable sizer and not meant to be implanted. Affected side is unknown. The device has been explanted.